Manufacturer narrative:
It was reported by the abbott care team that the patient had a system explant. The patient reported the device was removed years ago and disconnected the call. No additional information provided. All information pertaining to this event has been reviewed and no further action is required at this time.

Event description:
It was reported the patients ipg was explanted on an unknown date for an unknown reason. No further information is available as patient declined to provide.